Event description:
The customer emailed customer service that her pump in style breast pump has low suction. She also stated that she was diagnosed with a mastitis infection while using the pump in style breast pump.

Manufacturer narrative:
Medela customer service requested the customer call us directly and troubleshoot the pump in style breast pump. If a replacement pump has been warranted, a replacement pump will be sent to the customer and request the faulty pump be returned for evaluation. The customer has not called medela customer service as of (B)(4) 2014. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Customer follow up was not successful. Should additional information or the original product be received, resulting in a new, changed, or corrected information, a follow up report will be filed at that time. "Mastitis is usually a benign, self-limiting infection, with few consequences for suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reporting issue of mastitis are under investigation in (B)(4).